Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of device history records for manufacturing revealed no complaint related issues. The measurable dimensions of the broken cervios were checked and found to be in compliance with the technical drawings and specification. The examination of the raw material analyses, strength and structural stability were found within specification. No product fault could be detected. We suppose that simply too much applied mechanical force during use or unforeseen complication may have caused the breakage. The broken surface is homogenous, what indicates material conformity as well.

Event description:
Breakage during insertion. This is 1 of 1 report for event #(B)(4).